Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.